Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred and another proglide was deployed. However, the sutures did not achieve hemostasis and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). A thorough analysis could not be performed on the product because it was not returned for investigation. Without device analysis, a conclusive cause for the reported inability to achieve hemostasis with the sutures could not be determined. Failure to achieve hemostasis may be due to a number of factors including, but not limited to, manufacturing deficiency, user technique and/or anatomical conditions. During manufacturing, a final inspection is performed on all proglide devices and a sampling of finished devices is destructively tested to verify the functionality of the device. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database revealed no other incidents reported for hemostasis not achieved. There is no indication of a product quality deficiency.